Event description:
The patient is s/p gastric banding. He had received one 4 cc fill previously. During the fill attempt 3 months after banding, the physician was able to access the port w/o difficulty. He instilled 2.5 cc of saline with a bit of restriction to the fluid. He then could not withdraw saline after the instillation. Two other attempts were made with the same results. Fluoroscopic challenge was made at a later date; it revealed extravasation at the neck of the port. Subsequently, the patient underwent laparoscopic port replacement.